Event description:
It was reported that during an inspection by the customer, cs300 intra-aortic balloon pump (iabp) unit's screen display was flickering. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h11. A getinge field service engineer (fse) inspected the unit and explained that the device is at the end of support and therefore will not be repaired. The case was handed over to the sales representative to discuss replacement.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11.